Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The patient did experience urinary retention prior to the device. Their retention did not worsen because of the device or therapy. Catheterization was the patient's 'standard of care' prior to the device. As resolution, urine culture was obtained. It was unknown whether the issue was resolved. The implanted device or therapy did not cause or contribute to the uti(s). The device was intended to treat non-obstructive urinary retention. The patient had utis prior to implant. The uti was related to the patient's underlying condition. It was unknown whether the issue was resolved. As resolution, urine culture was done and antibiotics were prescribed.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they would have to empty their bladder about 3-4 times a day. Patient mentioned they had a bladder infection and was on antibiotics. Patient was implanted on april 10th. Patient stated they were not getting all their urine out and they were tapping like this morning around 4: 00 am and their right leg was hurting a little bit. Patient asked if the pain would subside. Patient then said they got to where they could urinate again and their blood pressure started rising and their heart rate started rising. Patient started back walking yesterday and they felt a little better but their leg was still hurting. Patient also said in the morning their back was hurting because they had urine all in them. Patient confirmed they were starting to feel a little more improvement but they were worried about the tapping. The patient was redirected to their healthcare provider to further address the issue. Patient's post op appointment is on may 20th. Patient reported urinary symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.